Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Not returned to the manufacturer.

Event description:
It was reported that the patient's hip was revised due to frequent dislocations. Rep reported that a shell, mdm liner, and competitor stem were revised to a restoration modular stem construct, "current cup", and mdm liner. Update 07/january/2019: spoke to rep, who was not present for the procedure. The poly insert from an adm/mdm liner construct disassociated from the metal mdm liner. The stryker poly insert and competitor femoral components were revised. "Current cup" indicates that the shell was retained and not revised (the metal liner was also not revised).